Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01oct2020.

Event description:
The customer reported backup alarm failure. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
G4: 05dec2020 b4: (B)(6) 2021 there was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported issue.the fse replaced the defective (central processing unit) cpu and motor controller to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17nov2020. B4: 18nov2020. The manufacturer's field service engineer (fse) confirmed the reported issue. The back up alarm failed error message appears. Unit needs service. The manufacturer's field service engineer stated the unit has been sent in for bench repair and is currently awaiting the following parts for repair: (central processing unit) cpu, (motor controller) mc, and (power management) pm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:20feb2021. B4:23feb2021. H11:g5:k102985 h10:failure analysis on the returned central processing unit (cpu) board shows that the cpu board was tested, and the reported problem could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.